Manufacturer narrative:
Concomitant medical products: product ID: 310c33 tissue valve implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes and low measured p waves were also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.